Event description:
During an attempt to treat a little calcified lesion in the distal sfa using admiral xtreme dilatation balloon catheter, it was reported that balloon burst, leak or catheter leak occurred during inflation. Physician tried to inflate the balloon and saw that there was saline going out from the distal part of the shaft. The procedure was completed with another balloon. There was no resistance encountered when advancing the device and no excessive force was used. The lesion exhibited 30% stenosis with little calcification. There was no injury to patient.

Manufacturer narrative:
Device evaluation: the device appeared used, as balloon returned bloodstained with traces of radiopaque solution inside. It was possible to insert the 0,035'' guide wire without any resistance. Purging procedure was performed connecting a syringe filled by water; however it failed. The device was pressurized, but no inflation was possible since the fluid comes out from the guide wire lumen of the hub. No other abnormalities detected on the device. Fdc 23 - hub leakage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.